Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the cap on the one touch ultrasoft lancing device is loose and keeps falling off. This complaint was classified based on the customer care advocate (cca) documentation as the medical affairs specialist was unable to reach the customer. The patient stated the issue began in early november, in the morning. The patient reported feeling shaky and lightheaded after the reported issue began. He was tested on another meter, but does not recall the result. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient claimed he had symptoms that can be associated with hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.